Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements 5 days post implant. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that intermittent capture was observed and the lead had dislodged.